Manufacturer narrative:
This follow up report applies to the following mdrs: 1060680-2016-00008, 1060680-2016-00009 and 1060680-2016-000010. Each is for a complaint for products with the same part number. The manufacturer tested the complaint samples from each of these mdrs, but did not differentiate between them. The manufacturer report is as follows: correction: issue appears to be an anomaly. Root cause analysis: item 1 - part number m2100-c: the speaker not sounding due to broken solder point to speaker. Unable to determine cause of problem. Items 2 and 3 - part number m2100-c - working as designed-could not recreate the failure reported by customer. Corrective action: no action taken at this time. The issue cannot be directly related to manufacturing process failure. Could be caused by dropping the monitor. Unable to determine cause. No further information is available at this time. We will provide follow up report if additional information becomes available.

Manufacturer narrative:
Investigation findings: the (B)(4) investigation team received the devices for evaluation. These devices are purchased from an outside vendor and distributed by (B)(4). (B)(4) is in the process of sending the device onto manufacturer for testing. We will provide follow up report if additional information becomes available. There was no actual adverse event reported. The malfunction occurred during the testing phase before the alarms were used on a patient. This testing before use is stated in the instructions for use. Root cause: (B)(4) has not received results from the devices evaluation. We are currently unable to determine a root cause. Corrections: a replacement was provided to customer. Corrective action: (B)(4) has not received results from the devices evaluation. We are unable to determine if corrective action is necessary. Preventive action: (B)(4) has not received results from the devices evaluation. We are unable to determine if preventive action is necessary. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Copied below are responses given by the initial reporter to the (B)(4) complaint questionnaire. When did quality issue occur? Before use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: alarm is dead, won't sound. Checked volume and batteries, no luck. How was the quality issue was identified? By actual use. How was the product being used? Used in rehab to prevent falls. Was it the initial use of the product? No. Was the product modified from the original condition supplied by (B)(4)? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: no adverse outcome.